Manufacturer narrative:
The main component of the device system; the other relevant components include: product ID: 8709, serial# (B)(4), implanted: (B)(4), product type: catheter. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a health care provider (hcp) regarding a patient with an implantable drug infusion pump indicated for intractable spasticity. The pump contained lioresal with an old concentration of 2000 mcg/ml and a new concentration of 1000 mcg/ml, both a dose of 800 mcg/day. It was reported a motor stall was seen at initial interrogation. The hcp stated that the patient did have an MRI on (B)(6), and the logs showed a motor stall and recovery at that time. The pump then stalled again on (B)(6); the patient did not recently have an MRI. There was an active motor stall at the time of report, and a stopped pump period may exceed tube set message occurred. The hcp mentioned at a recent refill, he thought the tubing was occluded, so he tried to aspirate the catheter access port (cap) and did not get anything. At a refill on (B)(6), the pump was supposed to have 6 ml and had about 9 ml. The hcp stated that the catheter was the original from the patient¿s first pump. The hcp stated the patient was admitted to the hospital on (B)(6), and they thought he was in withdrawal. The hcp called back on (B)(6) and reported he saw a message ¿pump restarted due to restart command¿. The hcp wanted to know if that meant the pump was now running. No further patient complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a healthcare provider via a company representative reported that the patient had withdrawal symptoms that prompted a pump replacement. The patient began to have intermittent withdrawal type symptoms. When the symptoms did not remedy themselves and given that the pump was close to eri (elective replacement indicator) as well as the patient was a baclofen patient, the decision was made to replace the pump. It was unknown if there were any environmental, external or patient factors that may have led or contributed to the issue and if there were any diagnostics or troubleshooting performed. The issue was resolved at the time of the report. The patient status was noted as alive, no injury and no further complications were reported.

Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. The returned pump was interrogated and as per the logs the following medications were being administered via a simple continuous dose rate as of (B)(6) 2017: baclofen with concentration 1,000 mcg/ml at a dose rate of 48 mcg/day. (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a company representative (rep) via the return paperwork indicated that the patient was admitted on (B)(6) 2017 and the location was noted as the neuro intensive care unit (ICU). No further complications were reported/anticipated or expected.

Manufacturer narrative:
Analysis revealed pump motor and gear train anomalies related to corrosion and/or wear and/or lubrication, and stall due to shaf t-bearing. If information is provided in the future, a supplemental report will be issued.

Event description:
Upon further review the event date for the possible occlusion to the tubing was stated as ¿about two months ago¿ (from the initial report date of (B)(6)2017). No furher complications were reported/anticipated or expected.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the healthcare provider (hcp) on november 14, 2017. It was indicated the patient¿s prior pump was implanted (B)(6) 2013. As far back as (B)(6) 2015, excess reservoir volumes at refills were typically 3 mls. In (B)(6) 2016, a side-port dye study was attempted, but the hcp was unable to aspirate, so no dye was injected. The dye study was attempted by pain management at the physician¿s request, due to the high daily rate and persistent, excess reservoir volumes at refills. The hcp reported the pump had last been refilled on (B)(6) 2017, and updated at 15:53 on that date. Spasticity was controlled. The expected reservoir volume was 6.9 mls, and the hcp recovered 11.0 mls. The hcp clarified that the tubing was not thought to be occluded, and indicated they did not know why it was reported there was an occlusion with the tubing. The hcp refilled the pump with a concentration of 1000 mcg/ml at a continuous rate of 800 mcg/day. There were no problems noted until the motor stall on (B)(6) 2017. It was reported the duration of the motor stall on (B)(6) 2017 was less than two hours (31 minutes). The motor stall was due to MRI. The cause of the second motor stall was not determined. The motor stall occurred spontaneously at the patient¿s home on sunday night at 9:21 pm ((B)(6) 2017). Regarding actions and interventions taken to resolve the second reported motor stall, the hcp reported they first saw the patient on tuesday (B)(6), 2017 at 3 pm and the pump was analyzed, and updated. At 3:20 pm, a single 100 mcg bolus was programmed, and updated. The pump was analyzed and updated again (B)(6) 2017. It was reported the pump was removed, and the new pump was implanted on friday (B)(6) 2017. The intrathecal catheter was deemed patent, and flowed easily at that time. The patient has done extraordinarily well since surgery, even with a dose rate reduction of 800 mcg/day down to 200 mcg/day. The patient¿s weight was provided as (B)(6) pounds. No further complications were reported/anticipated or expected.